Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, no relevant supporting clinical information has been provided to assist with a clinical investigation. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, surgical technique or size of device. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is cracked and scratched, rendering the device inoperative. The device shows signs of extensive use. The clinical/medical evaluation concluded that no relevant supporting clinical information has been provided to assist with a clinical investigation. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Possible causes could include but not limited to traumatic injury, surgical technique or size of device. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.

Event description:
It was reported that, a tka revision surgery was performed because the jrny ii xr ins xlpe lat 1-2 lt 8mm was disassociated from the jrny ii xr baseplate sz 2 lt. There were deformation on anterior of the insert. Patient current health status is unknown.